Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance on the right ventricular (rv) lead as well as variable thresholds. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead as well as variable thresholds. No adverse patient effects were reported. The crt-d and rv lead remain in service. Additional information received indicates technical services (ts) reviewed available device data and confirmed the gradual rise in impedance may be attributed to calcification/mineralization on the rv coil, noting such observation is most likely attributed to patient factors as opposed to an underlying compromise in lead integrity. As such, ts recommended continued routing follow-up.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead as well as variable thresholds. No adverse patient effects were reported. The crt-d and rv lead remain in service. Additional information received indicates technical services (ts) reviewed available device data and confirmed the gradual rise in impedance may be attributed to calcification/mineralization on the rv coil, noting such observation is most likely attributed to patient factors as opposed to an underlying compromise in lead integrity. As such, ts recommended continued routing follow-up. It was reported that this patient experienced a ventricular tachycardia (vt) storm. The device determined the rhythm was in the vt zone which has anti tachycardia pacing (atp) therapy programmed. However, it looked as though no atp was attempted. The patient had 6 prior shocks delivered at approximately 90 ohms and then a reversed polarity shock greater than 125 ohms. Additionally, error code 1005 had been recorded confirming the clinical observation that the last shock was delivered in reverse polarity. In this case, the last shock was delivered into an impedance of greater than 145 ohms which is the fault code limit. The final shock did not slow the rhythm which is suggestive that energy delivery is compromised. Episode review was requested. A boston scientific technical services consultant noted that therapy commenced in the vt zone, and it appears that the polymorphic vt discrimination algorithm is programmed on with shock if unstable (30ms). The rhythm was deemed unstable at v detect (44ms) and therefore, a shock was delivered. Therapy can't be stepped down in the same episode which is why no therapy was delivered for attempt 2 (vt-1 zone, atp only programmed). Then another shock was delivered in the vt zone for attempt 3. The mechanism of a gradual rise in shock impedance may be attributed to calcification/mineralization build up on the lead coils. Review of the data from the patient report showed the patient's clinical status does appear to have changed acutely as indicators across various measures have changed markedly. The changes include an increase in heart logic (hl) score, s3 and shock impedance. Decrease in activity level and heart rate. Changes in thoracic impedance, pacing percentage, and pacing impedance on all channels. Although mechanically the lead integrity is not compromised, the calcification/mineralization has altered the efficacy of the shock delivery as the impedance has increased thus prolonging pulse width to the point that perhaps truncation of the biphasic waveform could occur. The consultant recommended lead replacement. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead as well as variable thresholds. No adverse patient effects were reported. The crt-d and rv lead remain in service. Additional information received indicates technical services (ts) reviewed available device data and confirmed the gradual rise in impedance may be attributed to calcification/mineralization on the rv coil, noting such observation is most likely attributed to patient factors as opposed to an underlying compromise in lead integrity. As such, ts recommended continued routing follow-up. It was reported that this patient experienced a ventricular tachycardia (vt) storm. The device determined the rhythm was in the vt zone which has anti tachycardia pacing (atp) therapy programmed. However, it looked as though no atp was attempted. The patient had 6 prior shocks delivered at approximately 90 ohms and then a reversed polarity shock greater than 125 ohms. Additionally, error code 1005 had been recorded confirming the clinical observation that the last shock was delivered in reverse polarity. In this case, the last shock was delivered into an impedance of greater than 145 ohms which is the fault code limit. The final shock did not slow the rhythm which is suggestive that energy delivery is compromised. Episode review was requested. A boston scientific technical services consultant noted that therapy commenced in the vt zone, and it appears that the polymorphic vt discrimination algorithm is programmed on with shock if unstable (30ms). The rhythm was deemed unstable at v detect (44ms) and therefore, a shock was delivered. Therapy can't be stepped down in the same episode which is why no therapy was delivered for attempt 2 (vt-1 zone, atp only programmed). Then another shock was delivered in the vt zone for attempt 3. The mechanism of a gradual rise in shock impedance may be attributed to calcification/mineralization build up on the lead coils. Review of the data from the patient report showed the patient's clinical status does appear to have changed acutely as indicators across various measures have changed markedly. The changes include an increase in heart logic (hl) score, s3 and shock impedance. Decrease in activity level and heart rate. Changes in thoracic impedance, pacing percentage, and pacing impedance on all channels. Although mechanically the lead integrity is not compromised, the calcification/mineralization has altered the efficacy of the shock delivery as the impedance has increased thus prolonging pulse width to the point that perhaps truncation of the biphasic waveform could occur. The consultant recommended lead replacement. The system remains in service and no adverse patient effects were reported. It was reported that this patient experienced another vt event with 4 bursts of atp delivered and 3 shocks delivered. The first shock accelerated the rhythm, and the third shock terminated the rhythm. Event details were documented. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.